Event description:
It was reported that the pt experienced increased pain. A CT exam was performed in 2007 which revealed catheter had dislodged, and was in the epidural space. The pt's catheter was replaced. A CT scan performed after the pt's catheter was revised reported that the catheter lay midline in the spinal canal at the t6 level. The pt recovered without sequela. The pt's pump contained hydromorphone (20 mg/cc), baclofen (1000 mcg/cc), and clonidine (1000 mcg/cc).